Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x12mm promus premier¿ drug eluting stent was selected for use. However, prior to introduction, it was noted that the shaft broke outside the patient's body. The procedure was successfully completed with another 2.50x12mm promus premier¿ stent. No patient complications reported.